Manufacturer narrative:
This product is not marketed in the u.s. Conclusion code: off-label use [low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology] (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -14.0/+2.0/083 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. The surgeon notes corneal edema that was "beyond standard after ocular surgery." Reportedly, the lens remains implanted. Additional information states that on the follow up visit (B)(6) 2017, the cornea is "recovered to transparent."